Event description:
Analysis was completed on the returned vns programming tablet. Analysis confirmed a damaged usb connector receptacle on the tablet. There were bent connector pins. As a result, the tablet was unable to establish communication. No further anomalies were identified. No additional relevant information has been obtained to date.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the vns programming tablet had just been upgraded but appears to have been dropped, given that the usb port could no longer accept usb inputs. The programming tablet has been received by the manufacturer for analysis, but analysis has not been completed to date.